Event description:
Patient was having a laparoscopic gastric bypass when the harmonic scalpel long 5mm curved scissors failed to work partway through the procedure. The surgeon was able to use cautery to complete the procedure. No injury to patient.